Manufacturer narrative:
Eval of the returned device involved in this incident by a zyno rep indicated that it over-infused due to component mechanical failure. Zyno is looking into inspection procedures to improve product reliability.

Event description:
The user facility reported, a instance where a z-800 infusion pump was found to over-infuse during infusion. Pump programmed to run 4 hrs. At about 1.5 hrs nurse noticed that the solution volume left in bag is not in proportion with the time left. However, since it is a low risk solution, the nurse made a conscious decision to continue the infusion. There was no pt harm. Zyno has requested but the user facility has yet to provide pt info.